Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, it was found that the patient's pacemaker had produced a false elective replacement indicator (eri) alert prior to device implant. It was mentioned that this was due to exposure to cautery. Programming changes were made and the alerts were cleared. There were no consequences to the patient.